Event description:
Function impaired, cannot walk for more than 20 minutes. Also painful at night.

Manufacturer narrative:
No 510(k) number provided, because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.